Event description:
A 3.5mm diameter by 24mm length s7 stent delivery system was inserted for treatment of a proximal lesion in the right coronary artery. The incident occurred in 2002. Despite repeated attempts to obtain further info from the user facility, no info is available. It is reported that the instructions for use may have not been followed for removal of an undeployed stent. There is no additional info from the user facility regarding this event.